Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01043. Additional information received indicated the patient is receiving effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01043. It was reported the patient's lead implanted at the l5 and s1 vertebral locations migrated. Both leads were removed and replaced.